Event description:
During open treatment of left femur nonunion with exchange nailing of the left femur, the surgeon was attempting to extract the existing interlocking screws from the patient's previous surgery to repair the femur fracture in 2006 (done at outside facility) when the screws broke. The tips of the screws remain in the patient's femur as the surgeon was unable to remove them. Reason for use: interlocking screws used for repair of left femur fracture.